Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they experienced high blood glucose level of 419 mg/dl. Customer's bolus wizard was turned off. Customer's blood glucose value was 483 mg/dl at the time of the call. Assisted nurse with turning bolus wizard on and treated high blood sugar of 429 mg/dl. The product was not returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).